Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer cleared the alarm to address the issue. Additionally, it was reported that the insulin gauge was inaccurate. Customer continued to use the existing cartridge and an occlusion alarm occurred. The customer primed the tubing to resumed insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level.